Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿smudge¿ on the catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a portion of catheter shaft. The depicted portion of tubing exhibited a region of foreign material or discoloration. The material/discoloration appeared darker than the surrounding catheter tubing. While either foreign material or discoloration was evident in the submitted photograph, inspection of the photograph was insufficient to identify the nature or the source of the material. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of redv2940 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a triple PICC had a ¿smudge¿ on it.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2940 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a triple PICC "has a ¿smudge¿ on it".